Manufacturer narrative:
The insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer's blood glucose level was unknown. Customer also stated that the reservoir compartment pieces was missing and it was able to lock in place. It was also stated that there was scratch on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.